Event description:
D/l groshong catheter was placed for treatment of lymphona. 2 months after replacement the catheter had to be removed & replaced due to a sub-q leak in the catheter. Reported by medwatch.